Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent partially implanted in unintended site. Device issue: difficult to deploy. It was reported that the procedure was to treat a calcified rca. The vision stent was deployed just at the ostium and when post-dilatation was performed the stent moved back leaving a small portion hanging in the aorta. The stent was left implanted in the pt. No add'l event or pt info is available.

Manufacturer narrative:
.